Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified a broken cable on the prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the instrument's wrist. The clevis did not exhibit any damage or wear marks but cable segment that contains the crimp was missing. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had material missing at several areas. Surface of main tube appeared to be scraped off. Evidence not conclusive, but damage to the main tube was likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.